Manufacturer narrative:
Additional information: d9, g3, h3, h6. It can be seen that extreme forces were applied on the instrument. Due to the extreme forces, the instrument fell apart and broke. This is misuse of the surgeon that bent the instrument during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/28/2025, a sales representative reported via phone that an ar-1288qis-90 quadlink implant system had the flipcutter break simultaneously into five pieces. This occurred when the surgeon started drilling in the guide with one piece in the drill and one in the guide, and the rest fell on the floor. The case was completed without issues with an unknown arthrex flipcutter. There was a case delay of less than 15 minutes with no additional anesthesia administered. No adverse effects on the patient were reported. This was discovered during a quad acl procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1288qis-90 serial/batch (B)(6) was received for evaluation. Functional testing was not performed as the device was received disassembled. A visual evaluation found that the device was disassembled; it was noted that the cutting tips were broken off and the tip was bent. The most likely cause of the reported failure is user error, specifically applying excessive force during use and/or the device making contact with other instruments during use.